Manufacturer narrative:
.

Event description:
Review of the manufacturer's in-house programming history data observed an unintended change in settings. The data for the diagnostic that caused the unintended settings and the date that it occurred is not available in the in-house programming history database to-date. The settings were corrected on (B)(6) 2014. No additional relevant information has been received to-date.